Event description:
Per oos, this lead dislodged. The lead was unable to be extracted and a laser extraction was performed. The remainder of the lead was discarded by the hospital. Another setrox s 45, (B) (4), was successfully implanted.